Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 300cc saline breast implant prosthesis. Post-operatively, the patient was diagnosed with right breast baker grade IV capsular contracture during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 13, 2026, mentor received additional information.the capsular contracture diagnosis event occurred on the left side, not the right.the patient was scheduled for implant removal.date of explantation: (B)(6)2026.reason for device explant and/or reoperation: capsular contracture.since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.on may 08, 2026, the product identity was determined as the following:size: 300cc.brand name: mentor smooth round moderate plus profile.catalog: 3502300d.lot: 2046765.a manufacturing record evaluation is in progress.  Once completed, a supplemental report will be submitted.d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.manufacturer¿s reference number:(B)(4).